Event description:
It was reported that the patient heard a pump alarm while she was in her car. The patient heard 3 beeps, a pause, followed by 3 little beeps. The patient's pain had increased and she had experienced pain in her left arm; she felt the pump was not working because of the increased pain. The patient stated that she had not heard any more pump alarms. The patient had planned to follow-up with her physician regarding the alarms and increased pain. She was on oral medications for pain in addition to the pump medication. The medication being delivered via the device system was dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4). The device is included in the medical device safety alert, model 8637 synchromed ii implantable drug infusion pump battery performance, physician communication ((B) (6) 2009).